Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in the (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal 40 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). Extraneal viaflex and physioneal 40 unknown bag therapies were ongoing. On (B)(6) 2009, the subject experienced peritonitis. On (B)(6) 2009, remedial therapy began with cefazolin (ip) and vancomycin (ip). On (B)(6) 2009, remedial therapy with vancomycin ended and on (B)(6) 2009, remedial therapy with cefazolin ended. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The study endotoxin-associated sterile peritonitis observational study (B)(4) was sponsored by baxter with a protocol number of (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.